Manufacturer narrative:
It was reported that there was resistance noted when inserting the delivery sheath into the patient, the non-abbott guidewire cut through the tip of dilator during procedure. Information from field indicated that the patient had tortuous anatomy. The dilator was returned to abbott and the investigation found that there was a damaged split noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. The potential cause relating to the material characteristics is the root cause of both the noted cracking and tearing.

Event description:
It was reported on (B)(6) 2025, a 14f amulet delivery sheath was selected for a procedure. The patient had tortuous anatomy. During the procedure resistance was noted when inserting the delivery sheath into the patient. With some small turning manipulation the delivery sheath was able to be inserted into the inferior vena cava. Under angiography it was observed that the non-abbott guidewire cut through the tip of the dilator. Contrast injection confirmed an extravasation. A stent was implanted into the iliac vein. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 14f amulet delivery sheath was selected for a procedure. The patient had tortuous anatomy. During the procedure resistance was noted when inserting the delivery sheath into the patient. With some small turning manipulation the delivery sheath was able to be inserted into the inferior vena cava. Under angiography it was observed that the non-abbott guidewire cut through the tip of the dilator. Contrast injection confirmed an extravasation. A stent was implanted into the iliac vein. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.